Manufacturer narrative:
For the reported event, the devices were returned to bd and evaluated. The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified. The case data is reviewed. The stent graft was found completely loaded and the outer sheath was identified to be fractured. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14100. Vascular stent allegedly experienced failure to deploy and fracture. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is female, however age, and weight were not provided.